Manufacturer narrative:
Philips service provided information to replace the generator if the issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a gate driver fault occurred in the frontal x-ray generator on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.